Event description:
It was reported that (1) device was used during a laparoscopic donor nephrectomy. It was reported by the rep that the lcsc5 was functioning on and off throughout first hour of case, despite all the troubleshooting guidelines that were followed: regrasp tissue, clean blade and retorqued. The flat tone persisted. A new lcsc5 was used to complete the case. There was no consequence to the pt.